Event description:
It is reported that a customer's insulin pump was making a grinding noise when it rewinds. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor. The insulin pump was monitored and had no motor noise or any anomaly during rewinding noted. Unit had minor scratched display window and cracked reservoir tube.